Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulties were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: balance middleweight. Inflation: medtronic. Guide cath: sal 0,75 6f. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 99% stenosis in the mid right coronary artery with no calcification and mild tortuosity. Pre-dilatation was performed and the 3.5 x 18 mm implant delivery system was advanced to the lesion with no resistance. When attempting to deploy the implant, the balloon ruptured at 3 atmospheres. The delivery system was removed with the implant still on the balloon. A new 3.5 x 18 mm implant was successfully deployed and post-dilated with a 4.0 x 15 mm non-compliant balloon. A control optical coherence tomography (oct) was done confirming an excellent result. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.